Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose was 12.3 mmol/l at the time of incident. The customer stated that tried to clean the battery cap and compartment and reinserted the battery but the display did not return. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with a blank display. The problem was isolated to the interface board. The pump was received with cracked battery tube threads, a cracked reservoir tube lip, a cracked case near the display window corners, and a severely scratched display window.